Event description:
Customer reported discordant hemoglobin alb (hbalc) result. A finger stick on the dca resulted in a hbalc result was 7.6%. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant hemoglobin alc (hbalc) results is unknown.